Manufacturer narrative:
(B)(4).

Event description:
Received info stating the pt had a loss of therapeutic effect for the last six weeks. Pt reports the stimulation has not been effective for her pain symptoms. There was no accident or incident related to this complaint. Pt has only one program available to use. Additional info stated the pt had surgery to correct this problem. No further info was provided. Additional info has been requested and if provided, a follow up report will be sent.